Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a loss of connection between transmitter and smart device, and a hypoglycemic event. Patient's mother tested patient's blood glucose and found patient was experiencing a hypoglycemic event during the loss of connection. Patient's mom treated patient with coca-cola. At the time of contact, patient is fine. No glucose values were provided. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause could not be determined.